Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experiences pain after delivering a bolus. Customer believes the rate at which the bolus is delivered is causing the pain. Customer changed infusion site in an attempt to resolve this issue but still experienced pain. Customer's blood glucose was 200 mg/dl. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
H1, h6 (removed 2199)